Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4 batch #: a98z48. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? Yes investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned packaging open. Upon visual inspection, it was observed the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a98z48, and no non-conformances were identified.